Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of thrombosis, as listed in the graftmaster rx coronary stent graft system, instructions for use (IFU), is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. It was reported that the procedure was to treat a ruptured pseudo-aneurysm in the superior mesenteric artery. It should be noted that the graftmaster rapid exchange (rx) coronary stent graft system, domestic, instructions for use (IFU) states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels. In this case, it is unknown if the IFU deviation directly caused or contributed to the reported event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2019 the 4.5x26 mm graftmaster stent was used off label to treat a ruptured pseudo-aneurysm in the superior mesenteric artery. The graftmaster successfully sealed the aneurysm, but thrombus was noted in the ileocolic artery after stent implantation. Medication (tpa) was administered via injection in the artery to treat the thrombus and the thrombus resolved. The patient was a do not resuscitate status. The patient expired of liver failure on (B)(6) 2019. No additional information was provided.